Event description:
The surgeon inserted an aq2003v silicone three piece lens and the lens tore upon insertion. The incision was enlarged to remove the lens. Another lens was inserted. This the first of three lenes used on this patient. See MFR report numbers 2023826-2006-000582 and 2023826-2006-000583.